Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4)has been completed at the distributor. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the electrode belt failed incoming functional testing. The cause for the failure was isolated to defective u708, u727, and u728 components on the distribution node pca. The root cause for the defective components could not be positively identified. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt delivers pulse below lower limit.